Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400s range (mg/dl). The customer delivered a bolus with the pump. A system check performed with tandem technical support indicated that the pump was operating as expected. The contact reported that the customer had been playing soccer and that can result in an elevated bg level. In addition, it was reported that the customer usually uses a cartridge for 3 days and sometimes experiences elevated bg levels on the third day. The customer and contact were instructed regarding cartridge labeling instructions.

Manufacturer narrative:
.